Manufacturer narrative:
(B)(4). Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 1 additional dissection complaint was associated with the same patient during the same procedure for this lot. Additional investigation: a review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. Additional conclusion: the DHR found nothing to indicate a manufacturing related cause for this event. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a grade d flow limiting dissection was allegedly present after treatment with three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. The health care professional (hcp) gained access to treat the moderately calcified right superficial femoral artery (sfa). The hcp performed an atherectomy with a crosser cto and then predilated the target lesion with a vascutrak dilation catheter. The hcp then treated the target lesion with three lutonix dcb's, which resulted in a grade d flow limiting dissection. The hcp used an abbott stent and a bard lifestent to successfully treat the grade d dissection. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. The lutonix dcb's were discarded by the user facility and are not available for return. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturers report numbers are 3006513822-2016-00150 and 3006513822-2016-00152.

Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 1 additional dissection complaint was associated with the same patient during the same procedure for this lot. Conclusion: the actual samples were not received for evaluation. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. Upon completion of the investigation, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a grade d flow limiting dissection was allegedly present after treatment with three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. The health care professional (hcp) gained access to treat the moderately calcified right superficial femoral artery (sfa). The hcp performed an atherectomy with a crosser cto and then predilated the target lesion with a vascutrak dilation catheter. The hcp then treated the target lesion with three lutonix dcb's, which resulted in a grade d flow limiting dissection. The hcp used an abbott stent and a bard lifestent to successfully treat the grade d dissection. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. The lutonix dcb's were discarded by the user facility and are not available for return. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturers report numbers are 3006513822-2016-00150 and 3006513822-2016-00152.